Manufacturer narrative:
The reported event was patient death. As received, a partial lead was returned in two portions for analysis. Final analysis did not find any indication of conductor fractures although an internal short was noted between conductors due to procedural damage. No anomalies were detected.

Event description:
It was reported that the patient had deceased due to an unknown cause. There were no allegations that the patient's death was caused or contributed to by their pacemaker system.